Manufacturer narrative:
B3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patients ipg was moving around in the pocket site after losing weight. Patient was not experiencing any discomfort. Surgical intervention was undertaken on (B)(6) 2025, where the ipg site was revised. Effective therapy was restored post-op.